Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19248. It was reported the pt's leads migrated and erroded out of the skin. The leads were explanted and replaced. The pt was programmed with effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.